Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The report was done by a diabetes educator, who initially reported to a dexcom employee that the patient was hospitalized due to diabetic ketoacidosis while experiencing inaccurate low readings. When asked for more information the diabetes educator stated that the patient would have been in the hospital around (B)(6) after 2 hours of reported low ¿blood glucose¿ readings with ¿symptoms matching¿. The patient was contacted who confirmed that they experienced being lightheaded and nauseous. At the hospital the patient was treated with insulin, potassium, and zofran. The patient spent more than 24 hours at the hospital but recovered after the treatment. The patient did not recall any cgm nor blood glucose readings from the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.